Event description:
Healthcare professional reported left side bia-alcl diagnosis, device rupture and "capsular fibrosis" baker grade unknown. The device was removed and capsules were sent for pathology testing. Pathology result have not been provided. Pathological markers confirming alcl have not been received. The devices have been explanted and discarded.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphoma - alcl - suspected and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: bia-alcl diagnosis, device rupture and "capsular fibrosis" baker grade unknown.

Event description:
Healthcare professional reported left side bia-alcl diagnosis, device rupture and "capsular fibrosis" baker grade unknown. The device was removed and capsules were sent for pathology testing. Pathology result have not been provided. Pathological markers confirming alcl have not been received. The devices have been explanted and discarded. .

Manufacturer narrative:
Additional, corrected and/or changed data: a.2, b.6, b.7, d.6b, h.6. Explanting physician information: (B)(6).